Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye and the reporter stated that the lens was inserted backwards. The incision was enlarged to remove the lens. Another lens was inserted and a suture was required to close the wound.